Event description:
It was reported by the customer that the pyxis medstation es system station cubie is not recognized in the application after a firmware update. A customer reported that the user was able to obtain the medication from a different station causing any delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was duplicated within the database. A technical support specialist resolved the issue by removing the cubie from the database and subsequently reassigning it at the station. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that smart cubie drawer continues to be replicated within the database. A technical support specialist resolved the issue by removing the drawer and cubie drawer from the database and subsequently reassigning the drawer at the station. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station cubie is not recognized in the application after a firmware update. A customer reported that the user was able to obtain the medication from a different station causing any delay in patient care. There were no adverse events or injuries reported based on this event.